Manufacturer narrative:
The analysis found the set screw was firmly stuck in the connector block and required destructive methods to separate from the device connector. Analysis performed using scanning electron microscope found epoxy in the connector block threads, which caused the set screw to get stuck. When the set screw was tightened in the field the epoxy in the threads resulted in locking the set screw in place. The communications hub correspondence confirms that sjm torque wrenches were used to tighten the set screw, which indicates that normal tightening force was applied in the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the lead could not be removed from the device header. The device was explanted and successfully replaced. The patient was in stable condition.